Manufacturer narrative:
Eval is in progress, but not yet concluded. Software data logs were received by the MFR on (B)(4)2014. The subsidiary's mfg engineering center (mec) was unable to duplicate the reported issue.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, a "connect motor" error message was displayed on the central control monitor (ccm) and the centrifugal drive motor stopped. The unit was rebooted, a "service pump" error message was displayed on the ccm and centrifugal drive motor stopped. After a second reboot, the issue was canceled. The device was not changed out. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.